Event description:
Customer alleges gear box was broken upon delivery and the bed has no high/low function. Warranty # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model bar600ivc, serial number/date code: (B)(4) is approximately 8 months old. The owner's manual part number 1123842 rev h (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) bariatric male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the gear box was allegedly broken upon delivery of the bar600ivc bed to the consumer. The delivery team, from the dealers supplier, allegedly did not fix the issue at time of delivery. The consumer stated to the dealer that there was no hi / low function on the bed. Dealer assumed that the problem was fixed at time of delivery, but it allegedly was not. The consumer has been using the product for approximately 2 months. Replacement gearbox housing ordered on warranty order # (B)(4). No injury alleged.